Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and error test. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump was unable to prime during prime test. The insulin pump was unable to determine the root cause of the prime anomaly due to pump preservation. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had minor scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and cracked reservoir tube lip. The insulin pump was received with depleted (B)(4) alkaline battery installed. Data analysis: (B)(6) 2015 daily total insulin: 16.650u, (B)(6) 2015 daily total insulin: 18.650u, (B)(6) 2015 daily total insulin: 12.150u, (B)(6) 2015 daily total insulin: 15.450u, (B)(6) 2015 daily total insulin: 22.150u, (B)(6) 2015 daily total insulin: 23.250u, (B)(6) 2015 daily total insulin: 0.500u, pump suspended (B)(6) 2015 at 01:13.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The caller stated that four weeks prior to passing, the customer fell at work and had a concussion. She had swelling on the brain four weeks prior to passing and was in the hospital for a couple of days. Then, on (B)(6) 2015, she had to go back to the hospital. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump while in the hospital. However, it was removed two to three hours prior to passing because the customer had a cardiac arrest. She passed away a couple of hours later. The customer did not use sensors. The caller agreed to return the insulin pump for analysis.